Manufacturer narrative:
(B)(4). The associated device was returned and evaluated. The visual inspection of the returned device confirms that the device is broken. A review of the complaint history shows no prior complaints for the listed lot. Our investigation did not determine the specific cause of the failure; however the device was manufactured in 2006. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported the tip broke on the instrument and surgical time was extended more than thirty minutes.